Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of unknown. Customer's high blood glucose value was 390 mg/dl at the time of incident. The customer experienced symptoms such as nausea and vomiting and abdominal pain, difficulty breathing. The customer was treated with bolus. Customer was using auto mode feature. The device will not be returned for analysis.